Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the assembly out of specification electrically and that it failed the modem test due to defective components at the transistor.

Event description:
It was reported by the patient that following a storm, the remote monitor disabled the home phones whenever it was connected into the phone line. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.